Event description:
It was reported that the device was explanted after an implant duration of zero days. The reason for explanting the device was not reported. No further details were provided.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on (B)(6) 2010 and (B)(6) 2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and there were no nonconformance found related to this event.